Event description:
It was reported that the right atrial (ra) lead was unable to be implanted. The ra lead was explanted to resolve the event. Further information was requested, but not yet available. The patient was stable.

Manufacturer narrative:
The reported event was for inability to implant the lead as received, a complete lead was returned in one piece for analysis with a stylet inserted. Visual inspection of the lead did not reveal any anomalies. The full helix extension length was measured to be within product specification. An over-torqued inner coil was noted at the connector region, which is consistent with procedural damage. Electrical testing did not reveal any indication of conductor fractures or internal shorts.